Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly, battery wire harness, battery pins and contact pcb assembly to resolve the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a recent event. The customer advised that their protocol is to charge the device every time that it is connected to a patient, then dump the charge if the patient is not in a shockable rhythm. The customer stated that during this particular event, during an attempt to charge (as part of their protocol) the device powered off by itself. The device had two nicad batteries installed, each with one bar. During the event, the device did log "low battery" events, however, it did not state to "replace battery" prior to the loss of power. According to the reporter, the patient was not in a shockable rhythm during the event. The patient, a (B)(6) female, did not survive the event; however, the facility's clinical education specialist (lp, nremt-p) advised that the device use did not contribute to the patient's outcome. This is because the patient did not have a shockable rhythm throughout the event.